Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they expired as reported under MFR #: 2916596-2024-04243. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the heartmate 3 lvas patient handbook rev. D, are currently available. Section 1, ¿introduction¿, lists potential adverse events, including infection, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, "patient care and management", also provides information on controlling infection. This section, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) range. The patient handbook provides instructions on how to prevent infection, including keeping the hands and driveline site clean. The handbook also provides suggested responses in the event of infection and instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's infection was determined to be a pseudomonas driveline infection. The onset of the patient's driveline infection is reported under MFR #: 2916596-2024-04213.

Event description:
It was reported that patient was admitted on (B)(6) 2024 to (B)(6) 2024 for syncope and infection. They were then discharged for comprehensive therapy. It was noted by the patient's wife that they had been doing well at home. The patient had been up and exerting themselves and keeping fluid off for about a week and a half. However, over the next 3-4 days, the bilateral lower extremity edema had re-accumulated. Diuretics were given but did little to improve the edema. The patient returned to the hospital for further management.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.